Event description:
The customer reported approximately 2 ml of yellow liquid leaked from the coulter lh 780 hematology analyzer while running patient samples. The customer also reported obtaining a bellows not down error and a bed not advancing error. The customer reported that fluid leaked onto the counter from the right side of the instrument but the customer was unable to locate the source of the leak. The customer was wearing gloves at the time of the event and no injury or exposure was reported. The customer stated that the leak did not affect any sample or reagent integrity and no erroneous patient results results were generated. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse discovered a leak due to a pin hole in the yellow stripe tubing through pinch valve vl12b at white blood cell (wbc) bath vacuum chamber vc3 to resolve both the leak and error messages. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to a pin hole in tubing through pinch valve vl12b; the instrument generated a bellows not down error and a bed not advancing error to alert the customer of an instrument issue. (B)(4).